Event description:
Pt presented to main or to undergo exploratory laparotomy rectosigmoidectomy, hartmann's pouch and colostomy, intraoperative findings demonstrated a proximal rectum that was perforated laterally secondary to a distal rectal obstructing mass. During transection of the distal rectum, the stapler malfunctioned and the rectal stump was oversewn using silk sutures.